Event description:
It was reported that the mobile power unit (mpu) was defective. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) not powering on was confirmed. No log files were submitted for review. During the evaluation of the returned mpu, serial number (B)(6) , the unit was plugged into an ac power source and the unit did not power on. The issue was isolated to the power supply printed circuit board assembly (pcba). The power supply pcba was replaced. A functional test was performed, and all tests passed. The unit was returned to the rental pool. The power supply pcba was forwarded to product performance engineering (ppe) for further evaluation. Visual inspection of the power supply pcba was unremarkable. The pcba was plugged into a test unit and the reported issue of not powering on was confirmed. Fuse f1 was found to be open and was replaced. The unit was able to power up as expected and support a mock loop for an extended period. The root cause for the mpu not powering on was determined to be a damaged fuse on the power supply pcba. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.